Manufacturer narrative:
Upon further investigation, this case has been downgraded as it was confirmed that the touchscreen still allows the user to change the value, accept, or cancel. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that while performing preventive maintenance (pm), it was observed that the devices navigation ring does not work. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse recommended to replace the front benzel with nav-ring, v60. Investigation is ongoing.